Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The philips field service engineer identified a discharged battery during the eval for a failure to power up which was identified as an ac power module failure. There was no pt involvement.